Event description:
It was reported that ¿something got clogged¿ with the patient¿s second pump; the patient was not sure if it had been the catheter or pump that was clogged. The pump lasted about five years and had ¿about six months left on battery life.¿ the issue occurred after back surgery. The pump was replaced. The pump was used to infuse clonidine and dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).